Event description:
A customer contacted baxter's technical service center regarding the home choice (hc) system error (se) 2240 (air in tubing) during dwell 4 of 4. The clamp was open on the unused supply line. Therapy was completed with manual supplies. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. The cause of the alarm was use error. Use errors and proper user instructions are addressed in "the homechoice and homechoice pro apd systems patient at-home guide", which is shipped with every homechoice device. The guide warns the user to make sure all clamps on unused fluid lines are closed securely and instructs the user to close all clamps while preparing to load the disposable set. A formal review of the label for the product family will be conducted. If additional relevant information is received, a supplemental medwatch will be filed.